Manufacturer narrative:
H3 other text : suspect product was discarded

Event description:
On (B)(6) 2024, a patient (pt) called to report irritation in the left eye (os) after having difficulty removing an acuvue® oasys max 1-day brand contact lens (cl). The pt woke up the next morning, couldn't see well from the os, tried an eye wash, and experienced pain. The pt visited an ophthalmologist on(B)(6) 2023 and was diagnosed with a corneal abrasion and was prescribed ofloxacin 0.3%, 1 drop 4 times a day (qid) "for about 6 days." The pt had a follow-up (fu) appointment on (B)(6) 2023 and was told the abrasion "was healing nicely." The pt also reported "some photophobia that would cause a headache," so the pt visited the routine eye care professional (ecp) who advised "it was healing." At the pt's annual eye exam on (B)(6) 2023 the pt returned to cl wear and is trialing different brands. On 26jan2024, a representative from the treating ophthalmologist's office provided additional information. The pt was seen on (B)(6) 2023 as an emergency visit with a red, swollen os. The pt was diagnosed with corneal erosion/corneal abrasion os, was prescribed ofloxacin qid, and was instructed to return for fu "within a day or two." The pt was seen for fu on (B)(6) 2023 and the os erosion had improved. The pt was instructed to continue ofloxacin three times a day (tid), no duration listed, and "if reoccurs start muro." A diagnosis of unspecified corneal ulcer was provided. The pt did not return to the office; therefore, the outcome is unknown. On 30jan2024, a representative from the treating ophthalmologist's office called to provide additional information. The pt was new to the practice and was seen for an emergency visit on (B)(6) 2023. Then pt was diagnosed with os infectious corneal ulcer (cu), central 4mm and treated with ocuflox qid os (duration not noted in chart). The pt returned for fu on (B)(6) 2023 with cu improvement noted, and was advised to continue using medication (duration of use not available). The pt was referred to the primary ecp for fu. No additional information was available. Attempts were made to contact the pt to obtain the primary ecp's contact info and additional medical information on 05feb2024, 07feb2024 and 13feb2024 with no success. No additional medical information has been received. This event was determined to be serious adverse event on 26jan2024 when the diagnosis of "corneal ulcer" was provided. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4202200201 was produced under normal conditions. The os suspect cls were discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.